Manufacturer narrative:
Visual examination of the returned device found the distal tip was broken off. Device was subsequently submitted for fracture analysis. Optical imaging revealed plastic deformation at the hex lobes indicates torsional overload of the fractured tips. This suggests the fractured driver tips underwent quasi-static overload torsional shear failure. A supplemental hardness test was performed. Device was within specified guidelines. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the driver tip breaking cannot be determined from the samples and the information provided. The results of fracture analysis have determined that a probable root cause is quasi-static overload torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is available for evaluation. Investigation will be conducted. Follow up will be filed with findings. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Two screwdrivers broke when inserting pelvic screw on patient right and left side. One set screwdriver broke when trying to tighten set screw. Screw had to be removed.